Manufacturer narrative:
The device was returned loose in the carton. The lens stop was in place. The plunger is oriented correctly. A very small amount of viscoelastic is observed in the device and dried on the lens. The lens was advanced slightly forward within the loading area. The plunger has been retracted to the loading entry area, positioned prior to the lens. The leading haptic is in front of the optic. The trailing haptic is bent onto the anterior optic surface and adhered in dried solution. A pattern of viscoelastic is observed along the center of the optic, similar in appearance to a plunger overriding the optic, then being retracted. The lens was removed from the loading area and cleaned with lphse to assess for the reported crack and clouding. There was no damage observed to the lens after cleaning. The lens does not appear cloudy after removal of the dried viscoelastic. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified viscoelastic. There was no problem found with the returned product. Upon removal of the non-qualified viscoelastic, it was confirmed that no damage or cloudiness was present. It is possible that the patterns of dried non-qualified viscoelastic were interpreted as the reported crack and clouding peripheral of iol. The trailing haptic was folded onto the optic, indicative that the lens was advanced by the plunger. The plunger appears to have been retracted inside the loading area and the lens stop reinserted prior to return. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that before an intraocular lens (iol) implant surgery, a lens presented with a crack and clouding in the peripheral portion of the lens. The lens was exchanged to start and complete the case. There was no patient impact.